Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was dropped and it is damaged. Customer stated that he was coming off a ladder and the insulin pump came off the clip and fell to the ground. The device has a big scratch on the lcd screen. Blood glucose value is 359 mg/dl. Nothing further reported.

Manufacturer narrative:
No belt clip received with the insulin pump. The device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.